Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to chest palpitations. When interrogating the cardiac resynchronization therapy defibrillator (crt-d), a possible telemetry problem was identified as a message was displayed to retry interrogating the crt-d. When re-interrogating, it was noticed that the crt-d had exhibited an electrical reset. The device was re-interrogated again after the reset. The crt-d remains in use. No further patient complications have been reported as a result of this event.